Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
The device was discarded and therefore; will not be returned to olympus for evaluation. The exact cause for the reported event cannot be determined. However, based on similar reports, the damage to the device can be attributed to excessive stress and force applied during use. The instruction manual contains several warning statements in an effort to prevent damage to the device. "Before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not apply bending force to the handle section. It could also damage the endoscope and/or the instrument. "

Event description:
Olympus was informed during a diagnostic ebus procedure; the spring from the needle broke off and fell into the patient¿s oropharynx above the vocal cords. It was reported that the device fragment was retrieved using an unknown device. The intended procedure was completed with a similar device. There was no patient injury reported.